Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and no non-conformances were noted. During the investigation the pump operated as expected. Mmdg was unable to confirm this complaint or find any indication that it occurred as reported. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump under infused. They stated that the pump was supposed to infuse 605 ml over 72 hours (8.4 ml per hour) and that there was 431 ml left in the bag after 21 hours of infusion. These values do match the expected amount to be infused at that time of the infusion. They also stated that the pump alarmed an error code, but that they were able to clear that alarm and continue the infusion. Mmdg followed up with the initial reporter, who stated that this resulted in the patient going without their medication for 48 hours. They stated that the patient had retained fluid due to the delay in therapy, but that there had been no other affects from the delay. (B)(4).